Manufacturer narrative:
The patient underwent a mesh implantation on (B)(6) 2004 due to stress urinary incontinence. Following insertion, the patient experienced pain, erosion, extrusion, urinary/bowel problems, bleeding, recurrence, dyspareunia and rectal pain. It was also reported that patient experienced mesh erosion, vault prolpase, cystocele, obstructed voiding, urgency and urethral hypermobility and underwent mesh removal on (B)(6) 2012. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh and sparc were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 07/18/2016.